Event description:
On (B)(6) 2013 at the rsh meditech system pvt. Ltd. ((B)(6) hospital), harayana (B)(6) it was reported that the hcu 30 base unit 200-240 v serial number (B)(4) was not turning on. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the fuse on the control board was replaced and the issue was resolved. (B)(4).